Event description:
The customer contacted the siemens technical solutions center after obtaining discordant results on two patient samples (B)(6) on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate dimension vista instrument and the results differed from the initial results. The rerun results were reported to the physician(s). During a review of the instrument files, it was discovered that quality controls and patient samples had been dispensed into aliquot wells that other quality control (qc) material had already been dispensed into. Qc results for potassium (k), triglycerides (trig), salicylate (sal), gentamicin (gent), enzymatic creatinine (ecrea), carbon dioxide (co2), alanine aminotransferase (alti), acetominophen (actm), high sensitivity c-reactive protein (hscrp), and high density lipoprotein cholesterol (hdlc) resulted within range despite being dispensed onto other qc material. There were also qc results that were out of range for sodium (na), potassium (k), chloride (cl), uric acid (urca), total iron binding capacity (tibc), magnesium (mg), iron (iron), gamma glutamyl transferase (ggt), aspartate aminotransferase (ast), vancomycin (vanc), theophylline (theo), total bilirubin (tbil), phosphorous (phos), lipase (lipl), lactate dehydrogenase (ldi), glucose (glu), ethyl alcohol (etoh), cholesterol (chol), calcium (ca), urea nitrogen (bun), amylase (amy), alkaline phosphatase (alp), albumin (alb), total protein (tp), tobramycin (tobr), phenytoin (ptn), phenobarbital (phno), lithium (lith), lactic acid (la), digoxin (digxn), direct bilirubin (dbil), carbamazepine (crbm), creatine kinase (cki), salicylate (sal), high density lipoprotein cholesterol (hdlc), enzymatic creatinine (ecrea), carbon dioxide (co2), alanine aminotransferase (alti), acetominophen (actm), ammonia (amon and amm), and urinary cerebrospinal fluid protein (ucfp). The positive controls for serum barbiturate (sbar) and serum tricyclic antidepressants (stad) were each run twice and both sbar and stad resulted positive once and negative once. No patient samples were run while qc was out of range. It was also discovered that patient samples tested for sodium, potassium, chloride, calcium, enzymatic creatinine, urea nitrogen, carbon dioxide, glucose, magnesium, albumin, phosphorous, high density lipoprotein cholesterol, total protein, alkaline phosphatase, total bilirubin, and vancomycin had been dispensed into aliquot wells containing qc material. It is unknown if the initial results for samples other than (B)(6) were reported to the physician(s). The samples were rerun and some rerun results varied from the initial results. It is unknown which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the qc or patient samples being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples and quality controls being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), (B)(4): dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), (B)(4). Dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.